Manufacturer narrative:
(B)(4). Event date not provided/unknown. Device lot number not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the fixture mount (fmt3) fractured while placing the implant. The ring on the collar detached on the bottom. The doctor was able to place the implant.

Manufacturer narrative:
One tapered screw vent implant mount was returned for inspection. Visual inspection confirmed that the implant mount has become fractured at the hex. The mount shows a moderate amount of wear about the body. No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: ¿tapered screw-vent implant system¿ 5161, rev. 3/12. ¿instructions for use for screw-vent® implants¿ 4869 rev 7-01/16. Information identified: documentation describes proper instructions for using the implant mount for transfer: removing the implant from the vial remove the implant outer vial from the box and open the outer vial to break the seal. Drop the sterile inner vial and contents onto a sterile field. Flip the white top of the inner vial open by pressing on the flat side with access hole. Press the top to the inner vial body to lock in the top. Mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating directly to the implant with the appropriate hex driver or hex drill [rh2.5, rhl2.5, rhd2.5 for 3.7, 4.1 and 4.7mmd implants; hx3.0-s, hxl3.0-s, hx3.0d for 6.0mmd implants]. Additionally, the fixture mount/transfer can be used as a temporary abutment with the tapered screw-vent implant for provisional restorations. Complaint indicates the implant mount fractured during insertion. The alleged event was confirmed during inspection. A root cause for this complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.